Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the needle eclipse 30x1/2 experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305757 batch no: unknown (provided invalid lot #s of 0364957 and 0358760) customer states they are having a reoccurring issue where the syringes are clogged and do not allow medication to pass.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle eclipse 30x1/2 experienced a clogged/blocked needle. The following information was provided by the initial reporter: material no: 305757 batch no: unknown (provided invalid lot #s of 0364957 and 0358760). Customer states they are having a reoccurring issue where the syringes are clogged and do not allow medication to pass.